Event description:
The pt was implanted on (B) (6) 2009 with an scs system consisting of an ipg and lead. One month after the implant, it was reported by the pt that the stimulator would not turn off. Attempts were made to turn the system off but the pt still reported feeling stimulation. The pt also reported feeling the stimulation in unintended areas. The pt requested to have the ipg removed. The physician explanted the ipg on (B) (6) 2009. The explanted ipg was returned to ans for eval. No further info is available.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.